Manufacturer narrative:
Patient demographics such as: date of birth and weight were not provided by the customer. The access accutni+3 reagent was not returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to assess the unicel dxi 800 access immunoassay system. The fse was unable to find evidence of an instrument malfunction. In conclusion: the cause of this event cannot be determined with the available information.

Event description:
The customer contacted bec (beckman coulter) on the 11dec2016 to report an elevated troponin I (access accutni+3) result on the laboratory's unicel dxi 800 access immunoassay system serial number (B)(4). The patient's sample (designated as sample one) was processed on the unicel dxi 800 access immunoassay system serial number (B)(4) and an elevated result, above the assay's normal reference range, was obtained. The patient was transferred to a different floor within the hospital where medication was administered due to the elevated access accutni+3 result. A second sample was drawn from the patient two hours later and recovered within normal reference range on the same unicel dxi 800 access immunoassay system serial number (B)(4). The customer then reran sample one and recovered a value within normal reference range. There was no report of additional change in patient treatment or management. The customer reported calibration recovered within assay and instrument specifications at the time of the event. The customer also reported quality control (qc) was recovering within customer established specifications prior to the event. The samples were collected in a 3 ml tube with gel separation. No issues with sample integrity was reported by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.